Event description:
It was reported a novum iq large volume pump over-infused. The nurse set up new synto infusion at 4ml/hour. Once the infusion started the nurse checked the drip chamber and noted the flow rate was correct. The nurse turned to talk to the patient then turned back to the pump and noticed the flow rate from the drip reservoir was flowing faster. At the same time the patient complained of ¿cramp-like¿ abdominal pain. The nurse stopped the infusion, closed the tubing clamp, removed the tubing from the pump and repositioned it inside the pump, and reprogramed and restarted the infusion. The infusion ran without issue for the remainder of the bag. No further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6) h11: should additional relevant information become available, a supplemental report will be submitted.